Manufacturer narrative:
Final device analysis revealed a non-conformance. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was partially advanced, but no blood or tissue was present. During analysis, the handle was disassembled and it was discovered that the plunger had not been fully depressed before the user had attempted to deploy the capsule.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient and was retrieved from the esophagus. No serious injury to the patient was reported.